Event description:
It was reported that during a follow up, a single high, out of range pacing impedance (126 ohms) measurement was observed from the right ventricular (rv) lead. Boston scientific technical services were contacted and recommended increasing the pacing impedance alert value of the device to 150 ohms. Because all other impedance measurements were within range, the physician is continuing with normal follow ups. The rv lead remains implanted and in service and the patient was stable with no adverse consequences.